Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A rep of a clinic reported that a female pt experienced a reaction to the tape and it was difficult to remove from her face. Additional information has been requested, including, but not limited to, the specific reaction, duration and severity of reaction, whether treatment was needed, and current condition of the pt. To date, no further information has been rec'd.